Event description:
It was reported that the pump was put in so loosely that it slid clear across the patient's stomach. When the device also began flipping about one year later (refer to manufacturer's report #3004209178-2013-06649), the pump was tightened down to prevent flipping and movement over the patient's stomach. At the time of report, the device system was infusing morphine, though it was unknown if the drug had changed since this event.

Manufacturer narrative:
Product ID: 8596sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter product ID: 8709sc serial# (B)(4), implanted: 2011 (B)(6), product type catheter .(B)(4).